Manufacturer narrative:
The impella cp was returned to the manufacturer for evaluation. In addition, the automatic impella console data logs were returned for analysis. The analysis of the data logs revealed that the pump provided good support of 2.1 liters per minute for several hours before it was placed in surgical mode for the CABG. Purge pressure and flow were within specification for the duration of support and the placement signal showed an aortic waveform before the patient was put on bypass for the CABG. The returned pump, cable and purge cassette were returned in good condition. The pigtail was intact but showed a slight kink. There were no defects on the pigtail, or any other portion of the pump that could have caused the lv perforation. It is possible that the pigtail kinked when pressure from the myocardial wall was applied on the curled portion during heart manipulation. Because the pump and aorta were cross-clamped the pump could not retreat back into the aorta when the pressure was applied, and the myocardium could have been punctured by the kinked pigtail. The evaluation of the device determined that the root cause of the lv perforation was a combination of decreased myocardial integrity due to mitral valve prolapse and the patient's advanced age, as well as the cross-clamping of the aorta, as that prevented the impella from giving way to resistance that occurred during heart manipulation. A review of the device history record revealed that there had been no other issues relevant to this failure mode for any other pumps in this lot. No corrective action is recommended at this time because the failure mode was determined to have a low risk index based on very low occurrence and major severity. Failures of this type will continue to be monitored and trended. (B)(4).

Event description:
The complainant reported that an (B)(6) male patient was admitted to the hospital with a non-st-elevation myocardial infarction. The patient presented with chest pain and shortness of breath after having cancelled his visit to his cardiologist office visit 2 weeks prior. A diagnostic exam revealed a 99% blockage of the left main and a wide open flailing mitral valve. The patient was also experiencing hemodynamic compromise with multiple rhythm changes and chest pain. An impella cp was then placed in the patient's left femoral artery without incident. The patient was accepted for a coronary artery bypass graft (CABG) and a mitral valve replacement surgery. The impella cp catheter position was confirmed under fluoroscopy and again was confirmed prior to the surgical procedure under transesophageal echocardiogram (tee). The patient was then placed on bypass and the aorta was soft cross-clamped over the impella. During heart manipulation the physician noted the impella cp pigtail had perforated the myocardium. When the perforation was discovered, the curved portion of the pigtail was visualized outside of the ventricle. At this point, the pigtail was not kinked and appeared as it normally does. After the evaluation, the physician opted to purse string suture around it before removing the impella to maintain proximity of the perforation. The impella was then retracted and removed. The sutured closure of the myocardium was completed successfully. When the left ventricle (lv) was perforated by the pigtail, the heart was not moving, and it wasn't actively full of blood; the impella was in surgical mode, and the physician was able to repair it almost immediately. Three coronary artery bypass grafts were successfully placed and the mitral valve replacement was completed successfully. The patient then came off the pump without incident. The three physicians involved in the case reported that they believed that the mv prolapse over the many years resulted in a dilated myocardium and weakened walls. The combination of the patient's decreased myocardial integrity and advanced age made the event more likely to occur than normal. This issue was thus concluded by the physicians to be patient specific and incidental to the therapies being provided. The six hours of patient was reported as successful, and the patient was in stable condition with no additional adverse events.